Event description:
Per medwatch: placement of a right arm PICC line was attempted using a microez 3/5 fr introducer safety kit. Using the modified seldinger technique, the guidewire was inserted via the transducer. The guidewire became difficult to thread. When the guidewire was removed, the end was noted to be frayed. An xr of the chest and abdomen was obtained and the remainder of the wire fragment was visualized in the right upper extremity. Vascular surgery was consulted. The pt was taken to the operating room on (B)(6) 2011 and the guidewire fragment was successfully retrieved.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reuh1600 showed no other similar product complaint(s) from this lot number.